Event description:
As reported, in late 2008, this patient underwent endovascular repair using a gore tag thoracic endoprosthesis. A follow-up CT taken three days later, showed a proximal type I endoleak. A reintervention took place the same day using a medtronic talent thoracic stent graft and the endoleak resolved. The patient is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.